Manufacturer narrative:
The initial report was submitted in error.

Manufacturer narrative:
MDR was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis. Customer was not assisted with troubleshooting. The insulin pump will not be returned for analysis.